Manufacturer narrative:
The initial MDR 2432235-2016-00140 was filed on march 18, 2016. Additional information (03/27/2016): a siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded the cause of the discordant, tni-ultra results obtained on two patient samples is due to faulty water bottle fitting that resulted in poor precision of the reagent aspiration and dispense. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found white residue underneath the probe rinse blocks and inside the water line tubing and fittings that connect to the blocks. The cse replaced the probe rinse blocks and the water tubing connected to them. The cse replaced all aspirate probes tubing and calibrated the bubble detectors. The cse ran precisions and quality controls (qc), resulting within range. The cse found air bubbles in the reagent probe water line due to weak rinse pump which caused the bubble detect air reading to close to the low margin. The cse replaced the reagent probe assay rinse pump bubble detector and flex ribbon cable. A cse went back to the customer site to perform preventive maintenance on the instrument and found a defective water bottle fitting and a loose water peristaltic pump fittings and replaced them. The cse tested the reagent probe rinse pump, drain pump diluter and bubble detector successfully. The cse performed all reagent probe alignments. The cse primed the system and ran quality controls (qc) and precisions within patient's pool, resulting within range. The cause of the discordant, tni-ultra results obtained on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s), as the laboratory has established a protocol to repeat any critical tni-ultra result > 0.1. The sample was repeated two times on the same instrument, resulting lower. The repeat results were reported to the physician(s). One additional discordant, falsely low tni-ultra result was obtained on one patient sample on the advia centaur cp instrument. The discordant result was not reported to the physician(s), as the patient history was known. The sample was repeated on the same instrument, resulting higher. The sample was repeated again on the same instrument, resulting higher. The sample was then repeated on an alternate advia instrument, resulting higher and matching the patient history. The repeat result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, tni-ultra results.